Event description:
Reportedly, on 15-aug-2024, the physician confirmed the record of the lead polarity switch at a regular fu and found that the setting of the ventricle lead was automatically changed to 5v at unipolar. Manual measurement showed ventricular impedance<200o at bipolar, and lead coating damage was suspected by the physician. The output was changed from 5v to 2.5v. Programmer data is not available since interrogated after setting change but orchestra plus froze and no data was obtained.

Event description:
Reportedly, on (B)(6) 2024, the physician confirmed the record of the lead polarity switch at a regular fu and found that the setting of the ventricle lead was automatically changed to 5v at unipolar. Manual measurement showed ventricular impedance<200o at bipolar, and lead coating damage was suspected by the physician. The output was changed from 5v to 2.5v.

Manufacturer narrative:
Summary of the investigation: since no patient files (cso, expert files and x-ray) were provided, the reported electrical issues could not be confirmed neither the first occurrence nor a long-term overview can be determined. Based on available information it is impossible to conclusively confirm/identify the reported issues. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes for more details, please refer to the attached report analysis.